Event description:
It was reported that the device was difficult to remove. A 75cm amplatz super stiff guidewire was selected for use in a drainage procedure. Upon removal from packaging, the device looked whole and was flushed with saline. During the procedure, the device was used in the kidney. Prior to removing the device, the physician noted that the tip was broken into small threads. It was difficult to pull the device out, but it was removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event - 18 years or older. B3: date of event - event date was not reported and was approximated to (B)(6) 2021. Device evaluated by manufacturer. Device was inspected visually and it was noted that the returned guidewire was stretched and unraveled at the distal end. Additionally, the wire was detached at the distal end. It was observed microscopically that the core wire was detached at the distal end. Dimensional inspection revealed the overall length and distal tip length measurements showed the guidewire stretched, however the middle section and proximal section were within specification.

Manufacturer narrative:
Age at time of event : 18 years or older. Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the device was difficult to remove. A 75cm amplatz super stiff guidewire was selected for use in a drainage procedure. Upon removal from packaging, the device looked whole and was flushed with saline. During the procedure, the device was used in the kidney. Prior to removing the device, the physician noted that the tip was broken into small threads. It was difficult to pull the device out, but it was removed. The procedure was completed with another of the same device. No patient complications were reported.